Event description:
It was reported that the device had loose screw(s). There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of misa - misassembly ¿loose screw(s) was confirmed. On 31-oct-25 unboxed and paperwork was received. Confirmed report misa - misassembly ¿ loose screw(s). Workmanship at bd manufacturing. Route the device to san diego repair center for normal processing. Recommended bd san diego repair center to replace left support frame part number tc10008714. Failure investigation report attached to qn in sales force. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.